Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) was not fully attached to the sq needle and leaked velcade chemotherapy medication onto the patient and health care worker. The following information was provided by the initial reporter: she updated me on the chemo spill incident that occurred with optima. She could not give any full details since it¿s a pearl event for their facility with possible liable aspects. What occurred was exactly what I previously mentioned, the nurse did not attach the c35-o connector fully to the sq needle, so upon administration the velcade fluid leaked onto the patient. Also, due to the tech still struggling with spiking a secondary set into the c100-o infusion adapter, they have converted back to equashield usage. I re-mentioned the smartsite secondary tubing as a viable option moving forward. "Chemo exposure to patient and hcws customer states that chemo spill occurred during sub q administration and "got all over patient"."